Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("removal of essure was scheduled") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure scheduled to be performed on (B)(6) 2018). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-may-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 755 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 30-apr-2018: correction following company internal review: EU/ca device updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of eczema ("eczema on armpit") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, cholecystectomy, adenomyosis and sigmoid diverticulosis. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced eczema (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue") and arthralgia ("joint pain"). On an unknown date, the patient experienced feeling hot ("warm sensation"). The patient was treated with surgery (hysterectomy was performed via laparoscopy for essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. In 2018, the eczema, fatigue, arthralgia and feeling hot had resolved. The reporter considered arthralgia, eczema, fatigue and feeling hot to be related to essure. On (B)(6) 2018: questionnaire device removal received - hysterectomy was performed via laparoscopy for essure removal. Ovaries were kept. Removal was performed on patient's request. Main reason for removal: eczema on armpit, chronic fatigue, joint pain, warm sensation. Essure removal was not the primary reason for the surgery, but it was performed secondary to hysterectomy for adenomyosis. Patient information, essure insertion date, removal date and events eczema on armpit, chronic fatigue, joint pain, warm sensation added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("removal of essure was scheduled") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure scheduled to be performed on (B)(6) 2018). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 755 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.